Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The patient reported that the transmitter error caused her insulin pump to stop dosing for insulin. She felt extremely bad and did not check a fingerstick blood glucose. She went to the hospital and her glucose level readings were over 600 mg/dl. She stated that she was in ketoacidosis, and had multiple tests ran including blood drawn to evaluate whether she had a problem with her heart. She did not know what medication she was given. She was hospitalized for four days. She did not know the results of the medical test done. At the time of the report she was stable. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. A pairing test was performed and passed. A review of the share log was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).